Event description:
The user did not wear the audio processor (ap) for a long time. It was reported that he often hit his head, also on the implant site, with his hand. The clinic will conduct e-abr measurements to determine if the user is still within the indication criteria and then decide if re-implantation will take place. No date for a revision surgery has been scheduled as of (B)(6)2022.

Manufacturer narrative:
Additional information: based on the received information, a damage to the conductive link or to the device appears likely, as indicated by in-situ testing. However, to determine an exact root cause of failure a device investigation to the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user did not wear the audio processor (ap) for a long time. It was reported that he often hit his head, also on the implant site, with his hand. The device has been explanted.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by minute device mobility or mechanical strain due to the recipient's autoaggression and reported multiple traumas was determined to be the root cause of device failure. In addition, an overload fracture in front of the uv glue was found. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user did not wear the audio processor (ap) for a long time. It was reported that he often hit his head, also on the implant site, with his hand.